Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to retract any excess air in the cartridge or fill the cartridge with insulin due to experiencing resistance when performing these steps. Blood glucose level was not impacted. A new cartridge was successfully loaded onto the pump using the same syringe.